Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 243 mg/dl at the time of incident. The customer stated that the pump fell in the toilet. The customer had not been on the pump for 3 days since it fell in the toilet. She stated that the pump was working fine. She received the following alarms: low battery, battery out limit, no delivery and display history crc check failed on start up. Troubleshooting was not completed because the customer disconnected the call. The insulin pump was not returned for analysis.